Event description:
Reportedly, the patient died. The physician is worried about the battery status.

Manufacturer narrative:
Preliminary analysis of the returned device showed normal device functioning.

Event description:
Reportedly, the patient died. The physician is worried about the battery status.

Event description:
Reportedly, the patient died. The physician is worried about the battery status.